Event description:
The pt experienced intermittent stimulation on her implantable neurostimulator (ins) described as not feeling stimulation and then suddenly feeling "palpitations" after her last reprogramming which occurred 2 weeks prior. It was also noted that the return of symptoms was not related to positional changes and turning stimulation down on her ins has had no effect on her symptoms. Additional info has been requested, but was not available as of the date of this report. A follow-up report will be sent if additional info becomes available.

Event description:
Additional information received from the hcp reported that the cause of the event was unknown. There were no abnormal impedances. It was reported that the patient needed reprogramming, was reprogrammed on (B)(6) 2011, and was doing ok. No surgical intervention had occurred, and there was no patient injury.

Manufacturer narrative:
(B)(4).